Event description:
It was reported that the patient presented for initial implant procedure. During the procedure it was noted that the newly placed right atrial (ra) lead could not pace the heart, and the wire could not be removed from the lead. The ra lead was not implanted and an alternate lead was implanted instead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The complaint of stylet failure to remove was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found obstruction/restriction at the distal region of the lead due to blood found inside the inner coil lumen. The cause of stylet failure to remove was isolated with clogged blood inside the inner coil. No anomalies were found.